Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the non-tortuous and non-calcified superficial femoral artery. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. During inflation to normal burst pressure, the balloon burst. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.